Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition instructions for use, as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified distal posterior lateral artery that was 90% stenosed. Pre-dilatation was performed with an unspecified balloon catheter. A 3.0 x 48 mm xience xpedition stent was deployed when a dissection occurred. The dissection was treated with two additional xience xpedition stents. Post-dilatation was performed with an unspecified balloon catheter to successfully complete the procedure. There was no clinically significant delay in procedure. There was no adverse patient sequela reported. No additional information was provided.